Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The pump case was removed, and the motor flex connector was observed to have failed due to moisture damage. The motor of the pump was not working due to moisture damage. Further testing could not be completed due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reported contacted animas and reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.